Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant. The pt was seen by a co rep for device evaluation. Testing performed confirmed that the device was not functioning. Surgery to explant the pt's ci device has been scheduled.